Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reyf1794 showed no other similar product complaint(s) from this lot number.

Event description:
12/28/2015 it was reported per medwatch that a bard 2.7fr broviac was placed in the right greater saphenous vein without difficulty. Ten days later, the broviac was not functioning and extravasation noted. It was reported that the broviac was removed (condition not described). A second 2.7fr bard broviac was placed.